Manufacturer narrative:
Device eval by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a pinhole in the balloon material. An examination of the balloon material, tip and markerbands identified no issues which could potentially have contributed to this complaint. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst inside a stent. A 10mm x 40mm x 75cm athletis pta balloon dilatation catheter was selected for use in an angioplasty procedure to treat an occlusion in the superficial femoral artery (sfa). During the procedure, the balloon burst while dilating a stent. The procedure was successfully completed. No patient complications were reported. It was further reported that the athletis balloon was inflated 3 times for 50 second durations at 40atm inside a non-boston scientific transjugular intrahepatic portosystemic shunt (tips) stent. The device was successfully removed from the patient, and a mustang balloon was used to complete the procedure.

Event description:
It was reported that the balloon burst inside a stent. A 10mm x 40mm x 75cm athletis pta balloon dilatation catheter was selected for use in an angioplasty procedure to treat an occlusion in the superficial femoral artery (sfa). During the procedure, the balloon burst while dilating a stent. The procedure was successfully completed. No patient complications were reported.